Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2026, "during physician puncture, the spring wire guide (swg) from the central venous catheter (cvc) kit kinked and could not be advanced further, accompanied by bleeding at the puncture site. Puncture was successful after replacing the catheter twice." There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was reported beyond removal of the affected device, and replacement with another device.